Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing which caused inappropriate auto mode switches. Programming changes were made and this appeared to stop the oversensing in clinic. The patient was asymptomatic.